Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) and right atrial (ra) leads and increasing impedance was noted on the rv lead. It was also reported this likely contributed to early battery depletion on the implantable pulse generator (ipg). The complete system was explanted and replaced. No patient complications have been reported as a result of this event.